Event description:
It was reported that (1) 355ld was used during a lap nissen fundoplication procedure. It was reported by the rep that in performing a lap nissen, the gasket on a 355ld trocar fell off into the abdomen. It was retrieved with no complications. Another 355ld was pulled and the case was completed. There was no consequence to pt.